Event description:
The customer reported she started experiencing high blood glucose and vomiting on (B)(6) 2015. Her son found her unresponsive the next morning and called 911. She was taken to the hospital with diabetic ketoacidosis, where she was admitted into the ICU for a day and then moved to a regular room for 3 days. Blood glucose value was over 700 mg/dl. She also reported being high over 600 mg/dl the morning of the call and not getting a no delivery alarm. She treated with manual injection and last reading was 186 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit at manual prime. Time was incorrect. The insulin pump failed the first high pressure test and passed the second. Customer stated she forgot to fill the cannula dead space after removing the introducer needle. The customer was advised to change the complete set and contact doctor for settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.